Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). An incomplete product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The optic and injector were returned. Tip of the haptic was found inside the injector. The middle part of haptic piece was not found. Appearance check result of the product was consistent with the reported information. The dye test result showed the injector tip was properly coated. Proper coating is needed to advance the lens. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). The exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2021. Damaged haptic after implantation. The trailing haptic was separated during screw rotation. Patient impact: intra-operative explantation.